Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that when she came home from the hospital the stimulator was set to .4 volts and she thought she was urinating frequently but did not have urgency. The patient met with her healthcare professional (hcp) who wanted her to turn up stimulation since she wasn¿t really feeling anything. The hcp turned the stimulation up to .6 volts but the patient still did not feel stimulation and had a couple accidents. The patient turned the stimulation up to .8 volts but still could not feel any stimulation. The patient then turned stimulation up to .95 volts and then was able to feel the stimulation. The patient reported that she is not sure if she feels stimulation at the time of report. Additional information from the patient indicated that the patient experienced some improvement in the bathroom issues. The patient stated she did not know what circumstances led to the bathroom issues and adjusted the intensity of the stimulator to try and resolve them. Additional information was received from the patient on (B)(6) 2016. The patient reported that she has had a lot of trouble getting this thing to work properly for her. The patient stated that she was having a terrible time with it. The patient reported that she was at .4 v when she left the hospital. The patient stated that therapy worked in the beginning then all of a sudden a couple weeks after implant it stopped working. The patient stated that she increased stimulation to 1 something on program 4 for a month or 6 weeks before switching to program 1. The patient reported that program 1 was a disaster and she would go to the bathroom every half hour. The patient switched to program 2 and her symptoms were good for a couple of days and then her urgency returned. The patient was on program 2 at .6 v and declined assistance in adjusting stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.